Manufacturer narrative:
During use of a dura star balloon, it was reported that the ¿pusher of the balloon was out of shape during advancement.¿ it could not be withdrawn. No adverse event. The surgeon had to remove the balloon and microcatheter as a unit. No additional procedural details are available. The product was received and preliminary analysis stated that the device was received separated in two at 61cm from distal. One non sterile sakura dura star, 4.0 x 10 was received coiled inside a plastic bag. Body/shaft separation was observed at 63cm from the distal end. The balloon was not already inflated. No other damages were found. Despite the condition of the unit (separation) functional tests were performed. The guidewire (0.014'', IFU 10146738 rev. 8) was introduced through the unit and withdrawal through guinding catheter 5f (.056") test (inner label 10895478 rev 02). No anomalies were found. During the microscopic analysis body/shaft separation was observed, the unit was sent to sem analysis in order to find the potential root cause of the issues. Sem results showed that the body/shaft presented evidence of reverse bending conditions. Reverse bending or fatigue failures could be related to these surface characteristics, these types of failures occur due to a tensile overload. Cutting, as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. There is no evidence of tool marks in the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process. The reported ¿withdrawal difficulty-through guide/sheath¿ was not confirmed as the returned device performed as intended during analysis testing. Also, the reported ¿kink/bent¿ was not confirmed since no kinks were observed during analysis. However, the device was received separated and sem results showed that the body/shaft presented evidence of reverse bending conditions. This may indicate that handling or procedural factors may have contributed to the device separation. With the limited information available, it is not possible to determine the exact cause. Neither the final analysis nor the DHR suggests that the failures could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During use of a dure star balloon it was reported that the pusher of the balloon was out of shape during advancement. No patient and procedure details were available as the sale's rep could not get any feed back except the pusher bent. It could not be withdrawn. The surgeon had to remove the balloon and microcatheter as a unit. No adverse event.

Manufacturer narrative:
The product was received on october 20, 2013 and preliminary analysis stated that the device is separated in two at 61cm from distal. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.